Event description:
It was reported that a pt was being monitored by an m300 and expired. The nurse reported to the facility biomed dept that the m300 did not alarm at the central station. The biomed tech and nurse determined that the external speakers were unplugged at the ics. In discussions with the facility it was noted that it is typical practice for the alarms to be off at the m300 and only annunciate at the central station speakers, which is how this particular m300 was configured. The biomed reported that after plugging the speakers in, alarms from the m300 were properly annunciated over the speakers. The ics at this particular nurses station is situated under the desk. It is not known what the volume setting was. The hosp is not alleging that the draeger m300 or ics malfunctioned in any way or caused or contributed to the pt death. In this case, the facility was investigating the event and had contacted draeger to discuss ways of connecting the speakers to the ics in a way that would be tamper proof. (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A follow up report will be submitted as soon as the investigation has been completed.